Manufacturer narrative:
Overheating was not duplicated during eval due to the device being seized up. Corrosion damage was noted within the internal components of the device.

Event description:
The core micro drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.